Event description:
It was reported that review of the periodic log file revealed a time gap between (B)(6) 2021 at 21:02:26 and (B)(6) 2022 at 16:16:07. The periodic log file did not capture any events between these dates. This indicates that the controller was exchanged sometime after 21:02:26 on (B)(6) 2021 and was reconnected to the pump sometime before 16:16:07 on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the controller periodic log file, which was submitted for review. The log file contained approximately 37 days of data (21oct2021 ¿ 26oct2021 and 24dec2022 - 25jan2023 per the timestamp). The log file captured a time gap between 26oct2021 at 21:02:26 and 24dec2022 at 16:16:07. The periodic log file did not capture any events between these dates. The periodic log file collected data at specified time intervals of 1 hour or 12 hours rather than upon the detection of an event; therefore, this indicates that controller, serial number (B)(4), was exchanged and disconnected from power sometime after 21:02:26 on 26oct2021 and was reconnected to the patient¿s pump sometime before 16:16:07 on 24dec2022. The exact time and the cause of the controller exchanges could not be determined from the periodic log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests for additional information were made to determine the reason of the heartmate 3 system controller (serial number: hsc-103944) being exchanged on 26oct2021; however, no response was received. . The heartmate 3 system controller (serial number: hsc-103944) was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 02aug2021. Heartmate 3 patient handbook (rev. D) section 2, entitled ¿how your heart pump works¿, and heartmate 3 instructions for use (IFU) (rev. C) section 2, entitled ¿system operations¿, explain how to replace the running system controller with the backup system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.